Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving bupivacaine (1000mg/ml) and fentanyl (3000mcg/ml) via an implanted infusion pump. It was reported that the patient's pump medication was not helping with their pain. It was noted that there was over half of the medication in the pump when the patient went to get a refill. The patient reportedly had the pump filled last week (relative to the date of report). The pump was not alarming and the patient thought that the cause of the volume discrepancy was the personal therapy manager (ptm) because the ptm messed up and sometimes showed that the patient cancelled a bolus even though they didn't. It was unknown when the ptm issue first occurred. The patient was not sure what the ptm was doing or when it happened. Omitted information pertains to pe (B)(4) (scs frayed cord).